Event description:
A pt underwent laparoscopic surgery in 2002 for renal tumor resection. Floseal was used intraoperatively to control bleeding. Two kits of floseal were used and were applied laparoscopically. This was this surgeon's first time using flo-seal. Pt was discharged the next day without reservation. Pt was re-hospitalized post-op day 3 with bleeding from the excision site. A retrograde pyelogram was performed and intermittent extra- and intra-renal bleeding and hydronephrosis were identified, with clots in the ureter. Bleeding from the lower pole (interlobular artery) was identified. The pt was treated for secondary bleeding after partial renal resection on the 4th day postoperatively. A dj stent (catheter) was placed for drainage. Conservation care was prescribed. Angioplasty was performed 4 weeks later; no bleeding was observed. As of november 2002, the pt was doing fine. The surgeon reported that the bleeding encountered intraoperatively could have been treated with sutures directly during the procedure.